Manufacturer narrative:
Follow-up #1 date of submission 01/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box review shows evidence of load step malfunction and loss of prime with a zero-force on the reported failure date. The ez-prime steps performed successfully and the pump ran for 24 hours with no alarms duplicated. The force sensor calibration reading is below specifications. The force sensor flex was examined to find one of the force sensor's flex pins unsoldered and broke free. The force sensor assembly was disassembled and contamination was found on the force sensor plate. The force sensor resistance was found high. The pump has a cracked battery compartment, but the battery cap was able to maintain electrical connection. Unrelated to the case, the keypad symbols were worn and the rubber keypad was damaged from the ok button up to the up buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and down key contacts were exposed. The contrast and down buttons were intermittently unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.